Event description:
Baxter received a report that leakage was found from a pinhole in the tubing after bathing. The set had been used for 16 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
When the sample or evaluation results become available, a follow up report will be submitted.